Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No injury or medical intervention was reported.